Manufacturer narrative:
Additional information provided by noah clinical representative indicated that the pneumothorax was initially identified due to patient desaturation and changes in vital signs and confirmed through x-ray with the patient on the table. The patient remained hospitalized for two days and was discharged in stable condition. The physician does not attribute the pneumothorax to the galaxy system and instead associates the event with the lesion location. No procedural difficulties or complications were reported during the procedure. System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The bronchoscope was not returned for evaluation; however, manufacturing records confirm it passed final qa/qc inspection prior to release. Video review and system log analysis identified no evidence of device malfunction, with the system performing as intended throughout the procedure. An observed forward scope movement was not user-commanded and is consistent with a mechanical interaction involving tool-tissue engagement and scope compression. As the tool tip remained at the target location, the available evidence does not reasonably suggest that this event contributed to the adverse event. A separate instance of biopsy tool advancement beyond the augmented fluoroscopy (af) boundary was identified as a use error; however, the available evidence does not reasonably suggest that this event contributed to the reported injury. The physician attributed the pneumothorax to lesion location between the lung and chest wall, a high-risk anatomical region. Overall, the event is most consistent with bronchoscopy-related biopsy activity in a high-risk anatomical location, with no device-related cause identified. This MDR is being submitted because the patient experienced a pneumothorax requiring chest tube placement and hospitalization following a galaxy-assisted bronchoscopy procedure. Investigation, including video review and system log analysis, determined that the galaxy system performed as intended, with no evidence of device malfunction or unintended system behavior. The observed forward scope movement was not user-commanded and is consistent with a mechanical interaction involving tool-tissue engagement and scope compression; however, the available evidence does not reasonably suggest that this event contributed to the adverse event. A separate instance of biopsy tool advancement beyond the augmented fluoroscopy (af) boundary was identified as a use error; however, the available evidence does not reasonably suggest that this event contributed to the reported injury.

Event description:
It was reported that a 71-year-old female underwent a galaxy-assisted bronchoscopy procedure targeting a lesion located along the mediastinum. Following the procedure, the patient developed a pneumothorax requiring chest tube placement and subsequent hospital admission. No additional injuries or interventions were reported. It was noted that the lesion was located between the lung and chest wall, and this anatomical positioning was considered a contributing factor to the event.